Event description:
Information received indicates an unintentional movement of the bed functions. The left siderail ucm cable was removed to stop the unintentional movement.

Manufacturer narrative:
The facility has not completed repairs to the bed.